Event description:
It was reported the lead was explanted and replaced due to oversensing and high impedance values. No patient complications were reported as a result of this event.

Event description:
It was reported the lead was explanted and replaced due to oversensing and high impedance values. No patient complications were reported as a result of this event. A lawsuit further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", [patient] has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. [Patient] suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor," and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.